Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported on behalf of her mother, who was unable to test glucose with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer was unable to move her lower body, had blurred vision, and subsequently lost consciousness. Medical services were called to the customer's house, and the customer received unspecified treatment. No further information was provided as customer could not remember detail of the medical event. There was no report of death or permanent injury associated with this event.